Event description:
It was reported that pump displayed malfunction alarm code 8 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode, to program settings and reconnect cgm on replacement pump, and to return malfunctioning pump using prepaid label, and pump replacement was arranged under warranty.